Manufacturer narrative:
H3, h6: a detailed investigation of the reported event and system was completed. The investigation was performed based on expert discussions considering complaint description, customer service reports, system history and system log files. According to the initially provided information, a 5'5" (~165cm) tall and 380lbs (~172kg) patient was placed on the treatment table in prone position. The patient was secured via bolstering on the shoulders to cradle the arms closer to the body. A strap was placed across the patients¿ shoulders. Towards the end of the procedure, the patient began to slowly slide head-first towards the left shoulder. The patient fell slowly enough for the staff to control the fall, even though the fall could not be prevented due to the patient¿s weight. The procedure was then continued and finished. No health consequences were reported to this event. Log-file investigation does not indicate a system failure or malfunction for the time of the event. Furthermore, there was no table tilt during the specified period. In general, tabletops alone are not designed to prevent a patient fall if not fixed as described in the instructions for use, due to required flexibilities for the user. Appropriate material is provided with the system for patient fixation. Additional accessories, for the treatment of heavy patients and depending on the application other supporting material, are offered. However, fixation by means of a belt/body straps is essential. The entire process of patient immobilization is under the responsibility of the operator. This includes the tabletop, the mattress, the fixation accessories, the alignment of the material and the patient on the table, and the proper execution of the fixation by the operator, including appropriate attention to the patient, e.g., depending on the patient's responsiveness. The patient fell off the table during the procedure because the patient was not adequately secured to the table. The artis icono system did not cause or contribute to the patient's fall. There is no indication for a system malfunction. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of an incident that occurred while operating the artis icono biplane system. The patient fell off the table. Siemens has requested additional information to proceed with the investigation. We have no indications of any adverse effects on the health status of the involved persons.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation yet been determined. A supplement report will be filed if additional information becomes available.